Event description:
It was reported that the procedure was performed to treat a lesion in the tibioperoneal trunk (tpt) and peroneal artery. A 3x120mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated once to 8atm; however, after dilatation the balloon failed to deflate. After several attempts to deflate the balloon, the bdc was removed inflated and another armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported failure to deflate could not be confirmed during returned device analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported failure to deflate could not be determined. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported failure to deflate could not be determined since the complaint could not be confirmed during returned device analysis. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.